Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that was press the many times buttons to action a command on the insulin pump. Customer stated that insulin pump had no delivery alarm during priming, and large scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.